Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device failed to record an asystole episode that was captured by telemetry at the hospital. The device was explanted and replaced with a pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was returned and analyzed. No anomalies were found.